Event description:
Per the audiologist, the patient was explanted due to a decrease in performance. The results of an integrity test conducted on (B) (6), 2009 indicated no evidence of malfunction of the receiver/stimulator; however, faults were noted on multiple electrodes. Routine clinical reprogramming did not increase the patient's performance. The patient was explanted (date unknown). More information regarding re-implantation with a new device during the same surgery has been requested from the health care provider. However, this information was not available at the time this report was filed on december 26, 2009

Manufacturer narrative:
(B) (4).